Event description:
Following balloon sizing, a 24mm asd device was uneventfully delivered and released. Initially there was no shunt; however, five hours post procedure an echo revealed a large residual shunt, and the device had embolized into the left atrium. One part of the device was positioned towards the mitral valve, and the other part (basal portion) was connected to the left atrial septum. The patient was taken to the o.r. And the device was surgically (pericardiotomy) removed. The atrial septal defect was closed successfully. The patient was discharged on corticosteriod medication.